Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm, followed by a cascading system error 2367. This occurred on the homechoice (hc) during drain 7 of 7, while the hp was connected. The hp disconnected from the hc during the therapy, without pressing stop on the machine, and then reconnected. The hp was going to discard the supplies and finish draining manually. The technical service representative (tsr) explained the meaning of the alarm and assisted the hp with cycling the power in order to clear the alarm. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for system error 2240, where the home patient (hp) disconnected from the homechoice (hc) without using proper aseptic techniques and then reconnected. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.